Event description:
Implant bent during the surgery. There was no adverse patient consequence.

Manufacturer narrative:
Visual inspection determined the eye of the implant was broken. Functional testing (shape recovery testing) confirmed that the returned device conforms to memometal specification. Implant bending is suspected to be linked with a bad temperature management. The root cause of this event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.